Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer replaced the cartridge and infusion set but experienced the issue again. Technical support guided the caller through filling and loading a new cartridge; however, the issue persisted without resolution, and it was escalated to management for further troubleshooting.